Event description:
It was reported that there was poly wear. Patient had primary hip replacement performed in (B)(6). We had no sticker sheets from primary operation and no cat. Or lot number were visible on explants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 32mm hooded insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding wear involving an unknown insert was reported. The event was confirmed. A visual, dimensional, functional, or material analysis could not be performed as the device was not returned for evaluation. A review of the device history records could not be performed as the product lot number was not provided. Although a clinician's review of the provided medical records concluded that after twenty years in situ in this morbidly obese male poly wear was not unexpected, the exact cause of the event could not be determined, further information is needed. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
It was reported that there was poly wear. Patient had primary hip replacement performed in (B)(6). We had no sticker sheets from primary operation and no cat. Or lot number were visible on explants.